Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The complainant reported a 72-year-old male patient was implanted with impella cp prior to percutaneous coronary intervention (pci). The physician left the peel away sheath in the right femoral artery as the impella cp was going to be removed in a short time. The patient had peripheral artery disease (pad) in the right leg that limited the outflow of the antegrade sheath, and the antegrade sheath clotted off which made the right femoral retrograde sheath clotted off. The impella was successfully removed per plan.

Manufacturer narrative:
The investigation into the thrombus issue has been completed. The product was not returned for benchtop investigation. Data showed mc spikes followed by low flow when pump started and remained to the rest of the case that triggered auto suction response and suction alarms. Based on clinical description & data review, the root cause of low flow was most likely due to biomaterial ingestion.